Event description:
Caller reported 40 mg/dl and 68 mg/dl aviva combo system, 137 mg/dl and 120 mg/dl on aviva system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).